Manufacturer narrative:
Product event summary: data files and the pscc100 loop catheter with lot number 0012735481 was returned and analyzed. The log file was received and recorded on the reported event date. The log file showed error code 2000 "catheter electrical current error" on the reported event date using the returned catheter. The handle cracking noise can not be assessed through the log file. The returned image showed error 2000 in a foreign language. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. During functional testing, the generator terminated the therapy delivery due to system error #2000. Electrical continuity test did not reveal any anomalies. Microscope and x-ray image testing was performed to verify the integrity of the catheter subcomponents. During inspection of the shaft segment, an electrode wire was observed to be charred. In conclusion, the loop catheter failed the returned product inspection due to the charred electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the generator displayed an error several times, and a cracking noise was heard coming from the catheter handle. The error message reappeared with each attempt to reuse the catheter, and the catheter was repositioned, but the issue persisted. The catheter, catheter cable, and guidewire were replaced and the case was completed. No patient complications have been reported as a result of this event.